Manufacturer narrative:
No service on the ventilator has been requested. Ventilator logs were provided from the user facility for investigation. The problem description stated that the ventilator delivered 35% o2 concentration while set level was 25% in the morning of (B)(6) 2023. The patient reportedly became hypercapnic where the measured pco2 increased from 103 mmhg to 150 mmhg. According to provided ventilator logs, no alarms for high o2 concentration was generated on (B)(6) 2023. However, on (B)(6) 2023 at 03:01 am there are alarms for high o2 concentration during a set o2 concentration of 25%. The event date is believed to be (B)(6) 2023. The high o2 concentration is measured until 05:32 am when it decreases to the set o2 concentration of 25%. The alarm was silenced by the operator throughout the period. There are no other alarms in conjunction with the alarm for high o2 concentration. Successful pre-use check was performed prior ventilation was started and there are no technical error codes to indicate that there was a ventilator malfunction at the time of the event. Since the user facility have had several ventilators with similar o2 concentration problem, the o2 gas supply was recommended to be checked. An inspection of the medical air and oxygen network was conducted by an external provider and the network was found compliant. No further investigation of the ventilator has been performed by the user facility. The cause of the alarm for high o2 concentration has not been conclusively determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date. D1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u. D4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4). H4 manufacture date: - previous manufacture date: 09/17/2020. - corrected manufacture date: 09/15/2020.

Manufacturer narrative:
A correction of field # h1 type of reportable event was required. Previous type of reportable event: malfunction. Corrected type of reportable event: serious injury.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator delivered higher o2 concentration than set. The patient became hypercapnic. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).